Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not functioning and was never properly connected. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 3.5cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new 3.5cm aus cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.